Event description:
Ureloom prothesis was partially explanted in 1999 as it was causing the pt pain upon sitting for long periods. The rest of the device was explanted in 1999. There was considerable ingrowth of tissue, so the physician was forced to remove the device in pieces.